Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the lap top ventilator 2200 alarmed int flt1 ( internal battery fault alarm) while on a patient. There is no information about patient harm associated with this reported event.